Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator assistant reported that during the transplant procedure due to hemolysis episodes and stroke (reference manufacturer's medwatch report # 2916596-2012-00595), the surgeon noted that the pt's outflow graft bend relieve was found to be detached. No damage was reportedly noted on the graft and the pieces will bot be returned to the manufacturer as they were discarded by the hospital.

Manufacturer narrative:
These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.